Manufacturer narrative:
This report is submitted to capture an update in the conclusion code. The complaint device was not returned by the customer; therefore, no product analysis could be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patients remote communicator displayed a red call doctor icon and the communicator light was yellow. Subsequently, troubleshooting was performed, and the communicator was power cycled and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. A review of the patients records revealed this implantable cardioverter defibrillator (ICD) system generated a red alert due to out of range shock lead impedance. At this time, this device remains in service and there were no adverse patient effects reported. Additional information stated the oor impedance was attributed to this lead. The lead has been implanted for over 10 years. The ICD captured the alert and transmitted it as expected. The patient will continue to be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. A review of the patient's records revealed this implantable cardioverter defibrillator (ICD) system generated a red alert due to out of range shock lead impedance. Additional information stated the oor impedance was attributed to this lead. The lead has been implanted for over 10 years. The ICD captured the alert and transmitted it as expected. The patient will continue to be monitored. This device remains in service and there were no adverse patient effects.